Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3415/7064618-distal, tgt3420/7160084-proximal). The preoperative aneurysm diameter measured 81 mm. The diameter of the distal neck measured 24-29 mm. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, follow-up images showed no endoleak. The aneurysm diameter measured 76 mm. On (B)(6) 2010, follow-up images showed the aneurysm diameter measured 76 mm. On (B)(6) 2011, follow-up images showed the aneurysm diameter measured 77 mm. On (B)(6) 2012, follow-up images showed a distal type I endoleak. The aneurysm diameter measured 82 mm. A gore® tag® thoracic endoprosthesis (tgt3420/9119484) was implanted to treat the endoleak. The cause of the endoleak is unknown. On (B)(6) 2012, follow-up images showed a type ii endoleak. The aneurysm diameter measured 89 mm. On (B)(6) 2013, the aneurysm diameter measured 98 mm. On (B)(6) 2015, the aneurysm diameter measured 109 mm. No further reinterventions have been reported.